Event description:
The event occurred in the us. It was reported that there was a flow issue (unable to flow) on the rotaflow console during patient use. The affected rotaflow console was exchanged during use with a new device with no consequences for the patient. No harm to any person has been reported. Due to the reported exchange of the device during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that there was a flow issue (unable to flow) on the rotaflow console during patient use. The affected rotaflow console was exchanged during use with a new device with no consequences for the patient. No harm to any person has been reported. Due to the reported exchange of the device during use a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported failure could not be replicated. No parts has been replaced. The device passed all functional and safety tests according to factory specifications. The device is working as intended and is back in use. Based on the investigation results the reported failure could not be confirmed. However, the failure mode "flow issue" can be linked to the following most possible root causes according to the rotaflow risk management file. - wrong intervention limits - application of contrast agents - zero flow calibration failed - incorrect flow measurement - dried contact gel - user forgot renewing contact gel. The review of the non-conformities was performed on 2025-07-09 and during the period of 2012-09-25 to 2025-07-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2012-09-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.